Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, a review of the black box history showed a loss of prime warning with non-zero force was recorded. No loss of primes occurred during the investigation. The force sensor calibration was found to be within specifications. The loss of prime issue was observed in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted a loss of prime alarm after changing the cartridge using one from a new box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.